Event description:
It was reported that the patient was seen in clinic and battery status seen, patient was on rapid cycling, and there was still high impedance. Additional information was received that when high impedance was first seen, battery was ok however at following visits, the battery % fluctuated and is now at ifi with patient on rapid cycling. The fluctuating battery status is being reported in MFR report #1644487-2022-00014. No additional information has been received to date.

Manufacturer narrative:
B5. Event description - correction - inadvertently did not report in sup #1 submitted.

Event description:
Additional information was received by the patients caregiver that the patient was having ambulation difficulties they suspect to be related to the battery depletion. The event is also being reported in MFR report # 1644487-2022-00014 and will be coded there. No known surgery has occurred to date. No additional relevant information has been received to date.

Event description:
Additional information was received that patient underwent generator replacement. The patient¿s device showed end of service (eos) equals yes with pulse disabled along with high impedance. During surgery the surgeon removed the old generator and did not visually observe any issues with the generator or the lead. The replacement generator showed ok impedance. Pt's head was rotated right and left and diagnostics were checked to rule out micro-fractures with settings all showing normal. Lead was also pulled out as much as possible, diagnostics were checked, and settings were all normal. Lead left implanted with new generator. Pt was then closed, diagnostics were ran, and settings were all normal. The explanted device was sent to pathology. Explanted product has not been received to date. No additional relevant information has been received to date.

Event description:
Explanted product was received into product analysis. Product analysis is ongoing. No additional relevant information has been received to date.

Event description:
Product analysis was completed. The generator would not interrogate. The in-line cavity go gauge test, designed to verify proper lead cavity dimensions in the header area passed. A bench in-line lead fully inserted into the pulse generator header, past the negative connector block. The measure battery voltage confirmed eos condition. Other than the no communication (due to eos), the device performed according to functional specifications and there were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that high impedance and output status low was seen on the patient's device during clinic. The caregiver reported that the patient's seizures have improved and there have been no complaints of pain or any falls occurring; therefore at this time the physician is opting to monitor the patient for now. No known surgery has occurred to date. No additional relevant information has been received to date.